Event description:
Device 1 of 5. Reference MFR report: 1627487-2011-04414, 1627487-2011-04415, 1627487-2011-04416, 1627487-2011-04417. The patient received her scs system on (B)(6) 2008. It was reported the patient felt shocking from her system. The entire scs system was removed, and the patient had a new system implanted on (B)(6) 2011.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.